Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No frozen screen, blank display noted during testing. Unable to verify for time clock anomaly and unable to perform rewind and basic occlusion, occlusion, prime test, the excessive no delivery and displacement test due to no up and down button response. The device was received with scratched lcd window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 275 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.